Event description:
The customer contact reported sparks were noted when the device power cord was plugged into ac power. The device was returned to the biomedical engineering department for a report that when the device power cord was plugged into ac power, crackles, sparks and smoke were noted. During testing at the user facility, when the device power cord was plugged into ac power, crackles and sparks were noted. There was no evidence of burning or charring on the power cord. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Manufacturer narrative:
Initially the customer indicated that the device would be returned for investigation. Subsequently, the device was not received; therefore, testing could not be performed.